Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
Atherectomy was performed with a diamondback coronary orbital atherectomy device and viperwire in the circumflex artery, proximal to distal. Atherectomy was applied in the proximal to mid section of the vessel. Following that, the viperwire was advanced into the obtuse marginal (om) branch since the distal lesion was near the bifurcation of the om. Glideassist was used to advance the oad into the lesion and a reverse spin was applied for treatment. The oad was 10mm away from the first radiopaque marker of the viperwire. The oad was removed and a competitor wire was placed for balloon angioplasty support. Angioplasty was performed. The viperwire was then removed, but the distal tip of the viperwire remained in vivo. Another guide wire was inserted alongside the other competitor wire, and an attempt was made to remove the viperwire tip. While attempting to remove the wire tip, the proximal portion of the wire became buried in the subintimal space. Since the buried wire was in the location where the physician was planning to stent, the tip was left in vivo, and a stent was placed over it. Intravenous ultrasound was used to confirm stent apposition and to visualize the wire.